Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker migrated within the surgical pocket. The patient mentioned the device could flip when she laid down. As a result, the patient underwent a surgical revision in which the pacemaker was successfully repositioned. Additional information confirmed that during the revision the physician determined the pacemaker was not sutured in the pocket at implant, leading to migration. The device remains in service. No additional adverse patient effects were reported.